Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine¿ insulin syringe with sterile interior 0.3ml 0,25mm (31g) x 6mm u-100 100 count had unclear information. The following information was provided by the initial reporter: we found 1 box- packaging is with unclear information.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MDR (B)(4) was sent in error. Complaint captured under report MDR (B)(4) MFR#1920898-2024-00080. MFR#: 1920898-2024-00102is void as a result.

Event description:
It was reported the bd ultra-fine¿ insulin syringe with sterile interior 0.3ml 0,25mm (31g) x 6mm u-100 100count had unclear information. The following information was provided by the initial reporter: we found 1 box- packaging is with unclear information.